Event description:
During the implantation procedure, the atrial setscrew could be tightened without any difficulties; in the ventricular channel, after initial screwing, the physician preferred to unscrew and to re-tighten the setscrew to ensure proper connection. Nevertheless, it was impossible to program the ventricular polarity to bipolar. Therefore a re-intervention was done on the next day to check there was no blood in the connector header. The device was finally replaced. Reportedly, the physician tested again and explanted unit and observed that the setscrew was slightly tightened, which prevented from a correct insertion of a lead in the connector port; this was observed in both channels.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned unit are within specifications; the visual inspection of the components of the device's connection system revealed damage sustained to the first threads of the set-screws as well as to the silicone sealing cap (hole formed in the ventricular position); these damages confirm that difficulties were encountered during lead tightening/loosening attempts. However, it is not possible to confirm if these damages were generated during the implantation or the explantation; during the device analysis, the ventricular set-screw was repositioned to its finished device position (position at the end of the manufacturing process). An insertion test was performed using a standard is-1 calibration instrument identical to that used at finished device inspection. The test was completed successfully; however, it was observed that the set-screw was protruding slightly into the cavity of the connector port; given these investigation results and the observations reported by the physician, the most probably hypothesis which could explain the failure to switch to bipolar configuration in the ventricular channel is the following: when the ventricular lead was initially inserted, it was not pushed completely into the cavity of the is-1 connector port. The set-screw which was slightly protruding into the cavity prevented its easy passage; in doubt, the physician started again with the procedure. Nevertheless, he probably retightened the lead before inserting it completely into the port. In these conditions, the click of the screwdriver was heard and the lead was considered to be appropriately connected. In reality, this was not the case. The distal end of the ventricular lead was in contact with the corresponding terminal (as evidenced by the deformation of the 1st thread of the set-screw ((B) (4)). However, the proximal ring of the lead wasn't correctly in contact with the proximal terminal. This is a potential explanation for the operation of the device only in unipolar configuration. Moreover, analysis of the .log file from (B) (6) 2009 confirmed the failure of the device to switch to bipolar configuration during the programming to bipolar configuration. This was the result of an excessively high impedance of the lead in bipolar configuration; the observed damages on the rim and hexagonal cavity of the set-screw provide an explanation for why it was not possible for the physician to completely insert the lead during the reintervention the next day. This was the case even after turning the set-screw several half-turns in the counter-clockwise direction. Taking into consideration the observed damages to the rim and cavity of the set-screw, it is likely that the screwdriver was not completely and correctly inserted into the hexagonal cavity of the set-screw. As a result, it couldn't be successfully loosened.